Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was not reported. On the same day as event onset, the patient was hospitalized for the event. Event. Treatment for the event and patient outcome were not reported. Extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Nine days after onset, the cloudy peritoneal dialysis effluent was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.